Event description:
It was reported that the ilet screen would wake but would not accept touch input, and faint cracks were observed on the display; a replacement ilet was arranged and education was provided on shutdown, data sync to the mobile app, return process, and that data would not transfer to the replacement. Symptoms included no adverse clinical effects. Outcomes included no alarms reported and no medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed a damaged or malfunctioning touchscreen consistent with a cracked display requiring device replacement. It was concluded, based on previously established findings for similar reports, that device damage to the screen led to loss of touch functionality.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.